Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to retractor band issue. A field service engineer repaired the retractor band, reinstalled the drawer, ran the hardware test application and removed the debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer reported that the retractor band was causing the drawer difficult to open and close. The user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.